Manufacturer narrative:
D4. Medical device lot #: 2166038. D4. Medical device expiration date: 2023-10-31. H4. Device manufacture date: 2022-06-15. D4. Medical device lot #: 2200096. D4. Medical device expiration date: 2023-11-30. H4. Device manufacture date: 2022-07-19. D4. Medical device lot #: 2200102. D4. Medical device expiration date: 2023-11-30. H4. Device manufacture date: 2022-07-19. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: the instrument failure due to foreign material entry into the working zone. Total q'ty 20 boxes. (100pc/box) 2166038*3box 2200096*2box 2200102*11box 2227114*4box.

Manufacturer narrative:
H.6. Investigation summary: no samples were received, but (3) photos were returned by the customer in support of this complaint from catalog 367856, lot numbers 2166038, 2200096, 2200102, and 2227114. Visual examination of 3 of the photos was performed and revealed fm as black particles can be seen. No samples were received at the manufacturing site; therefore, it is difficult to determine the fm based on the photos. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. See h.10.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: the instrument failure due to foreign material entry into the working zone. Total q'ty 20 boxes. (100pc/box) 2166038*3box¿2200096*2box¿2200102*11box¿2227114*4box